Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the highly calcified right coronary artery (rca). The lesion was not predilated. When advancing the 2.50x24mm taxus express2 drug eluting stent, the shaft kinked and then broke. The broken portion did not exit the guide catheter. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "ok."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.